Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on k-pipe. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp), forceps were inserted into the device and a piece of a stent could be seen at the distal end. The device was then replaced while the patient sedated and the procedure completed using another duodenoscope. There was no procedural delay and no patient harm reported as a result of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's re-analyzed final investigation. Updated fields: h2, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that while using the duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography procedure (ercp), forceps were inserted into the device and a piece of a stent could be seen at the distal end. The device was then replaced while the patient sedated and the procedure completed using another duodenoscope. There was no procedural delay and no patient harm reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.